Event description:
The customer reported being admitted in the hospital for a virus and he had a reaction to the insulin. The customer was throwing up and was treated. The blood glucose reading at time of admission was 38 mg/dl and he was treated. The caller stated that he is sure the insulin pump is the cause because the device did not alert him and he was unable to wake up; the customer was treated by the paramedics before being admitted. Troubleshooting was performed and the time/date in the device was not correct time/date is not correct. The customer declined further troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.